Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 5-may-2017, an fse visited the customer facilities, inspected the sample loader for spills into loader, found signs of spillage, and cleaned it out. The fse also inspected the motions of all axes for belts and pusher feet. He found the x2 pusher foot stuck. He loosened, cleaned, and readjusted the pusher foot. After the pusher foot showed a smooth motion, he tested it by performing many cycles of maintenance operation and rack rotation test with acceptable results. Since the instrument was working as intended, no further actions were required by field service. The most probable cause of the reported event was that the x2 pusher foot was stuck.

Event description:
On (B)(6) 2017, a customer reported having error 4303: sample loader x2-axis home overrun with their aia-2000 analyzer. The customer was unable to run beta-hcg, afp and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, afp and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.